Event description:
It was reported that the pt underwent a laprocscopic assisted vaginal hysterectomy, bilateral salpingo oopherectomy, anterior and posterior repair, and a sling procedure. At one week post operative the pt developed urinary retention. The physician plans to cut the tape.